Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information was requested but not received. All available information has been provided.

Event description:
It was reported that the device appeared to have infused an unknown medication/fluid faster than what was programmed. This event occurred in the labor and delivery unit.

Event description:
It was reported that the device appeared to have infused an unknown medication/fluid faster than what was programmed. This event occurred in the labor and delivery unit. Although it was noted as "unknown", if there was a delay in treatment, it was further confirmed during follow up; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added to: d.11, and h.6. (Device codes). Also; section- b.5. (Event description - patient/event information clarified/detailed). Correction; h.6. (Patient code). The customer¿s report of an unknown medication infused faster than expected was not confirmed or reproduced. Review of the suspect device event log showed the suspect device was infusing at a rate of 125 ml/hr (vtbi=825 ml). The infusion ran for approximately 15 seconds before alarming for error code 240.4150. The upper pressure sensor failure (240.4150.0) was believed to be an incidental finding and not related to the reported complaint. The error was found during log review on the reported event date (when attached to pcu sn 15158982) and was replicated during testing (when attached to pcu sn (B)(4)). The faulty upper pressure sensor was replaced with a known good pressure sensor and the testing resumed. Rate accuracy testing found the device to be delivering fluid within specifications. Inspection of the suspect device showed no anomalies with the pumping mechanism. Log analysis results: the customer reported an event date of 13 november at approximately 11 am. Review of pcu sn (b)(46 error log showed a sensor broken high failure (240.4150.0) was recorded on the event date at 11:58 am for suspect device sn (B)(6). Review of the pcu sn (B)(6) event log could not be performed because the logs for the reported event date have been overwritten from continued use. Programming parameters could not be confirmed. Review of the suspect device - event log showed the suspect device was infusing at a rate of 125 ml/hr (vtbi= 825 ml) on the reported event date. The infusion ran for approximately 15 seconds before alarming for error code 240.4150. The root cause could not be identified.